Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the pilot valve not shifting. Additional malfunctions include the tie wraps were broken, the humidifier was missing, and the cab filter was missing.